Manufacturer narrative:
This report is submitted on december 17, 2022.

Event description:
Per the clinic, the patient experienced an infection, swelling and pain at the implant site (specific date not reported). Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported). The symptoms resolved.